Manufacturer narrative:
The sample has not been received at this time. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Connected q-syte with jms extension tube. After an hour, the clinician noticed air got into extension tube. A new q-syte was placed and air still entered the extension tube.